Event description:
Caller reported an issue with the speaker and vibrate function of a pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to adjust the alert sound setting and perform a test, which indicated a malfunction in the pump's vibration alert. As a resolution, the pump was replaced under warranty, and the caller was instructed on returning the defective pump and setting up the replacement to ensure uninterrupted insulin therapy using multiple daily injections (mdi) as backup therapy.